Manufacturer narrative:
Product complaint # ==> (B)(4). H3 investigation summary ==> the product was returned to ethicon for evaluation. One open folder with a needle suture piece was received for analysis. Product code w1770. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined, and the end was noted to be cut, likely due to a surgical instrument. The other section of the suture was not returned for analysis. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The instructions for use contain the following caution: as with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a ophthalmic surgery procedure on (B)(6) 2025 and suture was used. The suture was broken when the surgeon attempted to sew the tissue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.